Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that the introducer needle was hard to remove on the sensor. Customer's blood glucose was unknown. The customer stated the cannula was stuck to the tape. Customer also reported the sensor needle was straight upon removal from the body. The customer also reported a lost sensor alert with the sensor. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.